Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2012; 5054 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had both pulled back. Repositioning was attempted, but they were unable to be repositioned. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.